Event description:
It was reported that on (B)(6) 2013, a mitraclip procedure was performed. The patient had a mixed functional/degenerative mitral regurgitation grade (mr) of 4. The patient had an extremely large left atrium caused by atrial fibrillation with a severe mr. Before the mitraclip procedure, the transseptal puncture was described as challenging. After multiple attempts were made to perform the transseptal puncture, the transseptal device slipped and the right atrium was punctured. The puncture was a large hole in a mobile area meaning the chances of the effusion clotting by itself was remote and surgical repair would be necessary. After the effusion was stabilized with no changes in patient hemodynamics, the mitraclip procedure was performed. The sgc and clip delivery system (cds) were introduced without incident. Extra careful interrogation was given to the activated clotting time, the effusion and patient hemodynamics. During the procedure, it was difficult to grasp the posterior leaflet as there was an inability to get clear and consistent imaging views of the posterior leaflet and the leaflet was restricted/tethered. The large left atrium, plus effusion, may also have impacted the ability of the echo probe (acoustic window) to view the leaflets. It was noticed that after grasping the leaflets with the clip, the patient's hemodynamics became unstable and the effusion volume started to increase. Per the physician, the grasping attempts in the left atrium/left ventricle were unlikely to have contributed to the increase in effusion volume. In the face of a poor quality transesophageal echocardiogram (tee) imaging, leaflet insertion into the clip arms was assessed as per the instructions for use and determined to be sufficient. The mr grade was significantly reduced to 1 or less

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip was deployed and immediately following, the clip detached from the posterior leaflet and the mr grade returned to 4. There was no damage noted to the posterior leaflet. The physician decided to perform a sub-ziphoid pericardiocentesis to maintain the patient until surgery. The drainage was successful as blood started to drain immediately. As the patient remained stable and surgery takes time to organize, the mitraclip procedure continued. The second clip took approximately 20 minutes to implant medially to the detached clip. The mr grade was reduced to 2. The detachment of the clip from the posterior leaflet and subsequent second clip did not contribute to, cause, or delay surgery in this particular case. However, the patient's condition deteriorated and became unstable; blood transfusions were started. The patient underwent surgery for the 3mm perforation in right atrium. In the opinion of the physician, it was unlikely that the mitraclip system or procedure caused or contributed to the enlarging of the puncture site in the right atrium. The detachment of the clip from the posterior leaflet did not contribute to the worsening of the patient condition. The pericardiocentesis and surgical procedure for the perforated right atrium were considered as a significant clinical delay in the procedure that were not related to the mitraclip. On (B)(6) 2013, one day post the mitraclip procedure and surgery, the patient was stable. On (B)(6) 2013, the patient was discharged. No additional information was provided. Concomitant medical products: mitraclip system stabilizer, lift, support plate, steerable guide catheter. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. There is no evidence of device deficiency or malfunction that led to the effusion, pericardiocentesis, blood transfusion and subsequent surgery. Based on the information reviewed, there is no indication of a product deficiency.